Event description:
It was reported that the biomed had the arctic sun device that the nurse stated the temperature out wasn't matching the temperature in by more than 2 degrees, biomed tried a calibration and failed the calibration for an error 25, ctu was just purchased (B)(6) 2025 and the device was under warranty, device wasn't cooling either, chiller temperature (t4) was 33.3 degrees.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the device met specifications during testing. Initial test t1 & t2 within 1 degree celsius. Device was not cooling. Chiller unit was replaced. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, DHR review is not required. The reported event is unconfirmed, labeling/packaging review is not required. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that the nurse stated the temperature out wasn't matching the temperature in by more than 2 degrees, biomed tried a calibration and failed the calibration for an error 25, ctu was just purchased (B)(6) 2025 and the device was under warranty, device wasn't cooling either, chiller temperature (t4) was 33.3 degrees.